Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the lot history records and of the information provided to abbott vascular. The investigation was unable to determine a definitive cause for the clip opening while locked. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents for the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the first deployed clip that was open at 40 degrees after deployment. This has potential for the leaflet to come out of the clip. It was reported that after this mitraclip was deployed, the final arm angle of the deployed clip was larger than normal at approximately 40 degrees open instead of the usual 10 to 20 degrees open; however, the clip remained attached to both leaflets. There were no other device issues during the procedure. Mitral regurgitation (mr) was reduced from 4 to 2 + with this clip. A second mitraclip was deployed and mr was reduced to 1-2+. There were no adverse patient effects. The patient was reportedly doing well one day post procedure. No additional information was provided.